Event description:
During bha surgery, the femur fractured. Thus the surgeon fixed it with the dall miles cable, however, a part of the sleeve chipped off. Although, the cable appeared to be tight enough so the wound was closed. The fragment chipped off the sleeve is available for evaluation.